Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Additional information received from the manufacturer representative reported that the patient was planning to have the implantable neurostimulator (ins) replaced today ((B)(6) 2015) due to recharging frequently. The manufacturer representative noted that there was no firm evidence that anything had happened out of the ordinary with this patient&#62688;device; the impedance appeared normal and &#62728;'they had done everything they diagnostically can.' In addition, the manufacturer representative did not feel that replacing the device would solve these issues, however, the healthcare professional had made up his mind. The patient reported that the recharging frequently issue began back when the power on reset (por) condition had occurred. It was noted the charging issue was overshadowed by the fluctuating stimulation turning on and off (see manufacturer's&#62688;report # 3004209178-2015-11392), but had been expressed for the last few weeks; the patient stated that it was taking too long. Recharge interval calculations based off the patient&#62688;settings were not done. However, interrogation of the battery with the clinician programmer determined that 'average coupling is 6 bars and charges with a frequency of .7 days for 2.4 hours and that (B)(6) he charged 3.1 hours to reach 50% and then again (B)(6) for 3.3 hrs to reach 75% then 2.4 hrs on (B)(6) to reach 75%.' The settings are modest with normal amplitudes around 6.0 with a guarded configuration at 11,12, and 13 pulse width of 360 and rate of 40 pps. The manufacturer representative could not find any issue or signs of anything out of the ordinary; the patient seems reliable and reasonable, and charging seems higher than normal. The device was returned for analysis; however, analysis results were not available at the time of follow-up. The device was used in the patient, intended for 'treatment.'#63508; there was no patient death reported, and there was no patient injury. A follow-up appointment with the patient reported that the therapy was working well; amplitudes were lower than before (3.0v) and the spinal cord stimulation was working fine now. All impedances were still good. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information received from the consumer and manufacturer representative reported that the patient's device was suspected to be in overdischarge. It was not possible to communicate with the implantable neurostimulator (ins) using the programmer or recharger. The patient noted that they had last recharged their device the week prior to the report. The patient met with a manufacturer representative on (B)(6) 2015 and a power on reset (por) was shown and cleared. The por occurred while the patient was at the beach. The charging diary showed a charging session on (B)(6) 2015 that ended at 50% charge. The device was working properly at the time of the report. Further review indicated that the por was not related to an overdischarge. In actuality the por was suspected to be a random por that wouldn't allow the patient to communicate with their implant. There were no patient symptoms reported. Indications for use: non-malignant pain failed back surgery syndrome

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.